Event description:
Rptr alleged obtaining discrepant back to back blood glucose results of 246 or 248 mg/dl, 118 mg/dl and 116 mg/dl when all test were performed within 10 mins on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.